Event description:
A paramedic of the customer reported to our sales rep that they were moving a pt from the cot to the bed. While they lowered the cot the footend didn't lock and dropped down one position. Nothing happened to the pt or to the paramedics. There was pt involvement but no adverse consequences.

Manufacturer narrative:
The cot has been replaced and will be checked by our technicians in (B)(4) next week. Our sales rep completed a preliminary inspection of the unit.